Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mp50 patient monitor and no sound was coming from the device. The monitor was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mp50 sn (B)(6) indicating a "speaker malfunction" inop was displayed and no sound was coming from the device. A philips remote service engineer (rse) interviewed the customer who was onsite. The rse confirmed with the customer through troubleshooting that the speaker was failing. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After the replacement of the speaker assembly by the customer, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted.